Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3: reference MFR report#: 1627487-2020-22017. Reference MFR report#: 1627487-2020-22019. It was reported the patient's extensions were found (via x-ray results) to have been disconnected from their ipg. As a result, the patient's underwent surgical intervention. During the procedure, the physician decided to explant the patient's ipg. The physician implanted a replacement ipg at a new location and successfully connected the patient's extensions to their replacement ipg.